Event description:
A nurse reported with a description of defective lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) returned positioned incorrectly in the iol case. Solution is dried on the iol. One haptic is broken/torn and is returned, the tip of other haptic is broken and not returned. The optic is torn/split-cut. Photo provided shows an iol in a lens case base. The iol appears to be positioned incorrectly in the case. One haptic appears to be broken/torn and there appears to be damage to the optic. We are unable to determine the root cause for the reported complaint "defective lens". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol and how it was returned positioned incorrectly in the lens case. In addition to this, all iols are 100 percentage cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the iol contributed to the event. Based on the results from the manufacturing batch record, the products met release criteria. The manufacturer internal reference number is: (B)(4).